Manufacturer narrative:
Concomitant medical devices: 4968-60 lead, implanted: (B)(6) 2016.

Event description:
It was reported that an infection occurred. The device and transvenous lead were explanted. The epicardial leads were capped and pushed out of the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.